Manufacturer narrative:
A siemens field service representative (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant results was due to the rp2 pump seals and the lls amplifier on the rpp2 probe which the fse replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Elevated advia 1650 results for creatinine, salicylate and acetaminophen were obtained on patient samples. The results were not reported to the physician. The samples were retested and corrected results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the elevated results.